Manufacturer narrative:
Based on received x-ray and received information did not reveal any deficiency - concomitant item.

Event description:
The surgeon reported that the gamma lag screw was not inserted through the im gamma nail. This was noted post-operatively via x-ray. The surgeon has questioned whether the targeting jig may be at issue. The procedure was completed, however due to noting this event post-operatively, the patient requires a revision surgery to rectify the issue.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The surgeon reported that the gamma lag screw was not inserted through the im gamma nail. This was noted post-operatively via x-ray. The surgeon has questioned whether the targeting jig may be at issue. The procedure was completed, however due to noting this event post-operatively, the patient requires a revision surgery to rectify the issue.